Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the surgeon was using the 58 tritanium window trial when he went to remove it he noticed the threads on the trial were stripped. He removed it with a bone hook.

Manufacturer narrative:
An event regarding thread damage involving a tritanium acetabular trial was reported. The event was confirmed. Method & results: device evaluation and results: the threads were noted to be damaged and there were scratches on the surfaces. Medical records received and evaluation: no patient medical records were available for review. Device history review: indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the event is related to complaints investigated under a CAPA. The CAPA identified the potential for cross-threading of the trial and mating cutting edge impactor/positioner during assembly which could contribute to thread damage over time. As a result, this device was made obsolete and a new design with different material was launched.

Event description:
It was reported that the surgeon was using the 58 tritanium window trial when he went to remove it he noticed the threads on the trial were stripped. He removed it with a bone hook.